Event description:
It was reported that the customer's pump screen went dark and would not turn on, leading them to visit the emergency room. The customer's blood glucose level reached 503 mg/dl, but there was no injury or presence of ketones identified. The customer received intravenous fluids and insulin, which resolved the issue. Customer was discharged later the same day with the issue resolved and no permanent damage. After several troubleshooting attempts failed to restore power to the pump, the decision was made to replace the pump. The customer agreed to return the faulty pump to tandem and will use multiple daily injections as a backup therapy until the replacement is received.